Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the reset process, after which the malfunction did not recur. The customer was informed to contact support again if any further issues arose and acknowledged the instructions given.